Manufacturer narrative:
The supplier investigation was performed for the current supplier and as a result several potential causes that could generate this issue were provided. The machining process could leave this kind of flash/burr in the part due to the machine programming and should be controlled through visual inspection of the parts. The tool wear is another potential root cause if the tool became damaged or through normal wear this issue could appear if the tool does not remove the material that it is supposed to during the manufacturing process. The supplier also confirmed that there are controls in place in the process to avoid this condition since they started producing this component. Visual inspections located at several process steps and a tool list that specifies the tool life of the machine are in place to assure tool changes before it affects the units. The previous supplier responded that there was no record of this condition found in the past and there were no other complaints for this issue reported. This condition was considered an isolated event. Based on the available information and supplier investigations the most probable root cause could be non-conforming material.

Manufacturer narrative:
Submit date: 10/20/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with an adapter. The customer states during use on a patient, a metal ring was found adhered to the connector between the titanium adaptor and pd catheter. The dr. Cut the covidien catheter for changing the new catheter and titanium adaptor. The catheter was implanted for 50 days. There was no patient harm. The replacement was completed on (B)(6) 2015.

Manufacturer narrative:
This complaint was investigated. Because a lot number was not provided, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One sample was received in cms for analysis and investigation. Visual inspection of the sample and the photos received revealed a metal ring adhered to the connector between the titanium adaptor and small part of the tube of the pd catheter. As part of the investigation process, the titanium adapter was evaluated; as a result there is no evidence of damaged or any missing part on it. In addition based on this visual evaluation, it was identified that the adapter functioned as intended without problems. A brainstorming was performed with the purpose to identify additional potential causes. Based on the available information the most probable root cause could is non-conforming material (supplier related). The titanium adapter is a purchased component. Based on the appearance of the ring, the material seems to be the same as the titanium adapter and the shape and size of the metallic ring is consistent to the adapters tip, per a visual comparison. Most likely, it was detached from the adapter. Besides the additional ring found, a defective condition on the adapter was not confirmed based on the fact that it does not show missing material in its geometry. The adapter itself does not showed visual defects and functioned as intended for a period of 50 days. A communication will be send to the current supplier in order to avoid this issue. No triggers or trends have been found. No further actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.